Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.

Event description:
Related manufacturer reference number: 2017865-2023-05131. It was reported that the patient presented for device changeout procedure. It was found that the patient's atrial lead and right ventricular leads sustained insulation damage and exhibited noise. Both leads were capped and replaced on (B)(6) 2023. The patient was stable.